Event description:
It was reported that the hl20 device displayed the error message: head. No injury or harm was reported. Reference number: (B)(4).

Manufacturer narrative:
It was reported that the hl20 device displayed the error message: head. No injury or harm was reported. A getinge field service technician will be sent onsite for investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted.

Manufacturer narrative:
The event occurred in turkey. It was reported that the hl20 pump displayed the error message: ¿head¿. No harm to any person has been reported. The getinge field service technician investigated the device and replaced the interconnection board and the tacho strobe. After that the device worked to factory specification. Thus the reported failure could be confirmed. The replaced parts were not available for further investigation at the manufacturer site. However the failure mode "head error" can be linked to the following most possible root causes according to the hl 20 risk management file (dms# (B)(4)): failure of pump control board, defective/ dirty tacho, relay or pump belt. The device in question was manufactured on 2014-09-19. The review of the non-conformities during the period of 2014-09-19 to 2022-08-15 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Ref# (B)(4).